Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device stopped working due to fluid loss from a fracture in the reservoir tubing. The physician met with patient to try to pump up device, but the pump stayed depressed. A new inflatable penile prosthesis was implanted. No patient complications were reported.